Manufacturer narrative:
One custom brace, corresponding to the brace described in the complaint report, was returned to the manufacturer for evaluation. Per the condition, functionality, manufacturing form, and drawing 11-t7623-2, the brace is built within specifications. No issues were found.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient had to undergo an operation to repair a damaged meniscus ("loss in the tibial part") that occurred while wearing the brace and playing tennis. "The meniscus broke off during rotation and blocked my knee, which caused total immobility and as a result I could not walk." Patient underwent meniscus repair and anterior cruciate ligament (acl) reconstruction surgery on (B)(6) 2019. The patient is currently in the process of knee rehabilitation which is expected to take at least six months.